Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 32 mmol/l (576 mg/dl). The patient noticed the pod was leaking while worn on the leg for between 5 and 24 hours. The patient felt nauseous and was vomiting. The patient was driven to (B)(6) by her husband where the pod was removed and a new pod was applied. Bolus was delivered with the new pod and the patient was given approximately one and a half bags of saline fluids for treatment. The pod was disposed of at the hospital. The patient was released from the ER after four hours.